Event description:
Notified by fmc product complaint of this internal leak of the dialyzer, 7th use. According to the report, the blood leak was detected by the baxter 550 dialysis machine five minutes into the dialysis treatment; the leak was not visible in the effluent dialysate. Estimated blood loss was reported as the circuit or 240 ml with discard of the extracorporeal circuit. There was no medical intervention required and no adverse effects to the patient involved. The patient's hematocrit was reported as stable. The actual dialyzer had been saved but not rinsed and could not be evaluated. MDR filed due to blood loss reported.